Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9236-01pp small glenoid trial central peg broke while removing it from the patient. The surgeon was able to removed the broken fragments and case was completed successfully without further issues. This was discovered during a tsa procedure on (B)(6) 2022.